Manufacturer narrative:
H6: evaluation codes: results: (other): visual inspection of the returned product showed that one lens haptic was torn off and a piece of the lens optic was torn in half. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, aspecific root cause of the event could not be determined. It should be noted that the injector and cartridge wore not returned for eval.

Event description:
The reporter stated that the surgeon inserted a aq201v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was removed without onlarging the incision. No pt injury.